Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was replaced, and reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that, following an unrelated surgery where the ipg was not placed in surgery mode, the ipg was unable to communicate with external devices. A manufacturer representative met with the patient to repair but was unsuccessful, deeming the ipg inoperable. Next course of action is undetermined at this time.